Event description:
It was reported that the customer experienced low blood glucose. The paramedics were called and customer was treated at home with glucagon. Customer was shaking, could not walk and had anxiety. Customer is not wearing the insulin pump. The drive support cap and it was indented. Last set change was 2 days ago. Time/date and basal rates are correct. The bolus history for (B)(6), 2015 showed and over delivery for. No insulin leaks found and insulin did exit at manual prime. Blood glucose value was 6.1 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.